Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. They stated that even after changing the battery the display did not turn on. The display was blank for less than 30 seconds and then did not return. Insert battery alarm did not appear on the screen. Troubleshooting was performed and the display did not return with restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.